Event description:
A customer contacted beckman coulter inc. (Bec) regarding a small leak near the no foam bottle in the unicel dxc 600i synchron access clinical system. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and found leak at no foam fitting. Fse replaced fitting and primed and no further leak was observed. (B)(4).